Event description:
It was reported that an infusion set deployment failed when the adhesive backing was removed, and the infusion site fell apart, suggesting the cannula and adhesive separated from the introducer needle during setup; the infusion set model was inset with a 23-inch tubing length, and a replacement was arranged after education on correct deployment and connector attachment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education focused on correct infusion set deployment and proper connector attachment. Investigation of this case revealed an infusion set deployed incorrectly or a connector not attached correctly, consistent with use-related setup error of the infusion set component. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
Initial.